Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was unresponsive. The mother checked his blood glucose level, and it was 44 mg/dl. She attempted to treat the customer with orange juice, honey and soda, but the customer's blood glucose level dropped to 39 mg/dl. The paramedics were called, and the customer was taken to the hospital. Nothing further was reported.